Event description:
It was reported that the user initiated a meal announcement then accidentally selected ¿fill tubing only¿ and pressed and held, delivering approximately 21 units while connected, after which glucose levels fell rapidly on the sensor. Symptoms included hypoglycemia with a lowest reported sensor value of 68 mg/dl, though a contemporaneous fingerstick showed 126 mg/dl, and the user reported no loss of consciousness or other acute sequelae. Outcomes included self-management at home with oral carbohydrates including orange juice and mashed potatoes, with glucose trending upward and stabilization after pausing the ilet and later reconnecting. Investigation included review of synced device data and event logs, along with remote coaching on hypoglycemia treatment and device use. Investigation of this case revealed user-initiated unintended insulin delivery via the fill tubing command while connected, consistent with use error rather than device malfunction. Troubleshooting and education on correct use of fill tubing and hypoglycemia management were completed, and no device alarms or malfunctions were identified. It was concluded, based on previously established findings for similar reports, that the cause was use error with cause of hypoglycemia unclear due to discordant sensor and fingerstick values.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.